Event description:
It was reported that during interrogation prior to the implant procedure, this device exhibited code 1003 indicative of battery voltage too low for the projected remaining capacity. The device was exchanged to resolve the event and no adverse patient effects were reported. The device is expected to be returned for analysis, but has not yet been received.